Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited high out of range shock impedance measurements. During a device replacement procedure for normal battery depletion (nbd), this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.